Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed no defects to the fiber body. During the microscope inspection, the fiber tip was observed broken; however, the connector was in good condition. The functional test showed that the fiber was use 23/24 treatments, and the aiming beam was bright and distorted due to tip break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the break. A review of the device history records confirmed that the fiber met specification prior to release. Based on thorough review of the analysis and information available, it is probable that unintended interaction between the user and device contributed to the break. The IFU states: the otolase delivery system is designed to be used in a non-contact mode. Avoid inadvertent contact between the otolase tip and tissue. Firing the laser when the otolase tip is in contact with the tissue will damage it. Firing the laser when the otolase tip is not in clear view may result in damage to non-target tissue and may cause inadvertent damage to the otolase tip or patient.

Event description:
The fiber was return to boston scientific without performance allegation description. Upon completion of the fiber analysis, it was identified that fiber tip was broken. Therefore, based on this specific analysis finding, reportability criteria is met. Boston scientific has been unable to obtain additional information despite good faith efforts.